Manufacturer narrative:
The product evaluation was completed on 16jul2018 for tip (p/n# tt3.00e4-1200, lot# 021816, s/n# (B)(4)). Tip passed flow, thermistor testing. Tip failed visual testing due to dent on membrane and dielectric breakdown being seen. No leak test was performed due to dielectric breakdown. Additional investigation results are pending.

Event description:
A report from a facility in (B)(6) stated that on (B)(6) 2018, a doctor found a tiny hole at the center of the thermage tip during the treatment. There was no report of injury or consequences to the patient.

Manufacturer narrative:
The tip was returned for evaluation. During evaluation of the treatment tip, product support found dielectric membrane breakdown to the tip membrane. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. Thermage safety risk assessment (sha-09-001 rev. G) identifies damage to the treatment tip could potentially cause patient injuries such as burns. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. A review of the manufacturing records showed all requirements were met. Service confirmed damage to the treatment tip membrane. No patient injury occurred, but this damage could possibly cause patient injuries such as burns. It is unknown what caused the hole in the treatment tip membrane. The investigation is complete.